Event description:
It was reported to philips that the system gave an alert indicating exposure could not be performed due to a full image disk. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned/non-emergency treatment. The procedure was delayed and was completed as planned. It was reported to philips that the system is unable to perform exposure. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and instructed customer to delete patients details that had already been completed and then perform a restart, but the problem persisted and requested onsite support. The philips field service engineer (fse) checked the system onsite and found over 62000 images in the broken database and found the main issue to be low bios battery in the image ipc. To resolve the issue, philips field service engineer (fse) replaced the image ipc, repaired the database and recreated the image store. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.